Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 and h4. Corrected: d1, d2a, d4 (catalog, primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> it was reported that impactor handle broke. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the weld on the threaded tip was broken, additionally, the tip exhibited signs of corrosion and deformation. The breakage and deformed condition is consistent with the exposure to unintended forces like striking the device in areas that are not intended to be impacted, or impacting the device before the tip is fully seated into the cup, this threaded tip may separate from the shaft as a consequence of these unintended forces that likely caused the weld fracture. Corrosion/oxidation is identified around the threads on the tip, alongside damage, this suggests that the passive layer of the metal has been worn down from repeated use (due to normal use damage) allowing for the metallic surface underneath to become susceptible to corrosion/oxidation. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of pinn straight cup impactor would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (nt0708) provided is not a valid finished goods lot number. H11 additional narrative: corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that impactor handle broke.